Event description:
Per celestial adverse event report, multiple remote alerts of high rv thresholds were reported for this lead. Intermittent capture was also noted and the patient reported feeling lightheaded. The physician chose to disable rv pacing threshold measurements. This lead remains implanted. Should additional information become available, this event will be updated.